Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 53-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient developed access site bleeding. Six units of packed red blood cells were provided to the patient and heparin was withheld. Support was continued. Additionally, the patient had runs of ventricular tachycardia when the patient turned. The staff ordered an echocardiogram to confirm position because the staff was concerned the pump was shallow. The patient survived the event and was eventually weaned off impella support.

Manufacturer narrative:
The investigation for the access site bleed and the ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and the ventricular tachycardia (vt) could not be determined. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.